Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the fourth inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injury was reported, and patient was in good condition post-procedure.